Event description:
A (B)(6) male pt contacted zoll customer support to report that the belt connection of the monitor came loose. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (belt connection of monitor) has been confirmed. As received, the monitor failed incoming testing and produced a 1.9 j monophasic pulse. Upon evaluation, the belt connector was broken loose from the case. The cause of the improper pulse delivery is pinched wires in the belt receptacle. The cause of the pinched wires is the damaged belt receptacle. The root cause of the damaged belt receptacle cannot be positively identified but is likely excessive force at the belt receptacle. No adverse event resulted from the defective monitor belt connector. The pt received a replacement monitor.